Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the actual device was returned for evaluation. A visual and functional assessment was performed on the device. The described failure by the customer was not confirmed. It was found that the device passed visual inspection. Following test failed according to the pre-diagnostic assessment: check for sticky triggers check function of device in ¿on¿ mode during the assessment it was found that the trigger could not be fully pressed in. When the device was disassembled it was found that the safety ring was broken and fell behind the trigger leading to the limited trigger movement. Furthermore, it was found that the device was not running. Root cause: at this stage of investigation a clear root cause cannot be determined for the broken safety ring. The most probable root cause for the device not running can be traced to premature wear. Further investigation and assessment for the broken safety ring is covered under a non conformance in our quality system. As part of synthes quality process all devices are serviced, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Service review: a review of the service history record indicates that the device was serviced over a year for a service condition that is not relevant to the current reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the reverse and oscillation modes of the modular handpiece were not functioning properly, operating only intermittently and producing an abnormal noise. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is intended for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.